Event description:
It was observed that during the device evaluation, the camera head exhibited image flickering and corrosion of electrical contact points. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The most probable root cause of the complaint is component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.